Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the numbers on the screen of the insulin pump started to ramp up without pressing any button. The customer changed the battery and received a button error alarm and the buttons are unresponsive. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to flattened down button dome switch. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corner, cracked battery tube threads, reservoir tube lip, minor scratched and cracked display window.